Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unable to charge with the tandem usb cable and wall adapter. There was no impact to customer's blood glucose level. Customer successfully charged the pump with an alternate cable and adapter.